Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) removed the back panel and confirmed that all controller board leds were illuminated. No drawer failures were detected through diagnostics. The device was rebooted to ensure proper system functionality. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower drawer displayed a not detected on bus error. The customer reset and unplugged the unit, but the issue persisted and could not be resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.